Event description:
It was reported while unloading a patient from the ambulance, the safety bail allegedly did not engage with the hook and the stretcher lowered to the bumper of the ambulance. There was no allegation of injury as a result and the transport was able to be completed with the stretcher.

Manufacturer narrative:
Upon further evaluation by the customer it was discovered a bolt on one side of the safety bail had not been tightend completely through the hole and therefore was not secured to the handle and when pressure was applied to it (unloading) it gave way. The bolt was properly tightened through the hole and the safety bail was confirmed to be operating properly during the unload process.

Event description:
It was reported while unloading a patient from the ambulance, the safety bail allegedly did not engage with the hook and the stretcher lowered to the bumper of the ambulance. There was no allegation of injury as a result and the transport was able to be completed with the stretcher.